Event description:
This unsolicited case from united states was received on 18-dec-2017 from a healthcare professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc and later after 1 day had allergic reaction and trouble walking. No past drug or concurrent condition was provided. The patient's medical history was significant for arthritis and hypertension. The patient's concomitant medications included: amlodipine, acetylsalicylic acid (aspirin), cefalexin (cephalexin) and diclofenac sodium. The patient had no known drug allergy. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (frequency and indication: unknown) (batch/lot number: 7rsp007b, expiry date: may-2020). On (B)(6) 2017, 1 day after receiving synvisc injection, the patient had trouble walking and went to the emergency room. The same day, the patient had an allergic reaction. It was reported that the patient was placed on antibiotics and admitted for observation. On (B)(6) 2017, the treatment with synvisc was discontinued. On (B)(6) 2017, the patient recovered from allergic reaction and trouble walking. It was reported that the patient did not have symptoms prior to injection. Action taken: drug withdrawn nos. Corrective treatment: not reported for trouble walking; antibiotics for allergic reaction. Outcome: recovered for both the events. A global pharmaceutical technical complaint was initiated and ptc results were pending for the same. Seriousness criteria: hospitalization/prolongation for allergic reaction

Event description:
This unsolicited case from united states was received on 18-dec-2017 from a healthcare professional. This case concerns a 72 year old male patient who received treatment with synvisc and later after 1 day had allergic reaction and trouble walking. No past drug or concurrent condition was provided. The patient's medical history was significant for arthritis and hypertension. The patient's concomitant medications included: amlodipine, acetylsalicylic acid (aspirin), cefalexin (cephalexin) and diclofenac sodium. The patient had no known drug allergy. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (frequency and indication: unknown) (batch/lot number: 7rsp007b, expiry date: may-2020). On (B)(6) 2017, 1 day after receiving synvisc injection, the patient had trouble walking and went to the emergency room. The same day, the patient had an allergic reaction. It was reported that the patient was placed on antibiotics and admitted for observation. On (B)(6) 2017, the treatment with synvisc was discontinued. On (B)(6) 2017, the patient recovered from allergic reaction and trouble walking. It was reported that the patient did not have symptoms prior to injection. Action taken: drug withdrawn nos, corrective treatment: not reported for trouble walking; antibiotics for allergic reaction, outcome: recovered for both the events, a product technical complaint (ptc) was initiated with global pharmaceutical technical complaint (ptc) number, is (B)(4). The production and quality control documentation for lot # 7rsp007b expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsp007b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 06-apr-18, there were 10 complaints on file for lot # 7rsp007 and all related sub-lots: 10 complaints were on file for lot # 7rsp007b: (1) adverse event reports (2 syringes), (1) damaged packaging, (1) tip breakage, (5) adverse event reports, and (2) leaky syringes. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: hospitalization/prolongation for allergic reaction additional information was received on 06-apr-2018. Global ptc number was added and ptc results were added.